Event description:
It was reported that the patient presented in clinic with complaints of stomach pain. Upon interrogation, high capture threshold and a decrease in pacing and defibrillation impedance was observed. A computerized tomography (CT) scan was performed and a perforation was observed. It was reported that the patient went into surgery, however, no additional information has been received. The patient was in stable condition.

Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event. The patient was in stable condition.